Manufacturer narrative:
One cadd legacy pump was returned for analysis. Event history log review was performed and no found evidence of reported problem. Visual inspection and functional checked were performed. Investigation unable to duplicate the customer's reported problem. According to the investigation the pump was inspected, and downstream occlusion pressure test performed, and the customer procedure testing found no issue with high pressure. However, "high pressure" was found multiple times in the pump event history log. Therefore, the pump downstream occlusion sensor will be replaced as preventive measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd legacy pump exhibited "high pressure" alarm. It was reported that there was no kink in the line and the tubing was not clamped. No reported adverse effects.